Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's power cord was damaged. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a broken ground prong on the power cord. The fse replaced the ac power cord reel. The defective components were received for further investigation. The failure analysis and testing dept. Received ac power cord reel with a reported unit failure of a broken ground prong. The fat performed a visual inspection and found the part to have bent prongs on the plug. Please see attachment. Fat was able to verify the damage on the part. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.